Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records for the implantation surgery were provided and reviewed by a health care professional. The indication for surgery was the re-osteosynthesis of the greater trochanter fragment. The trochanter was found dislocated anteriorly. Fragment realigned anatomically, zb plate applied with two cancellous screws. ¿the plate lies very well against the bone. There is still a certain gap under bv. However, since the position of the tines is very stable, we decide to leave the plate as it is.¿ the greater trochanter is noted as being absolutely stable when moving through the hips. Medical records for the revision surgery were provided and reviewed by a health care professional. The indication for surgery was screw removal due to migration of the proximal screw. Upon entry to the joint, a loose screw was easily identified and removed using a clamp. The plate was found to be stable. Although the dorsal screw had not backed out, it was detected as loose when tested with a screwdriver and was subsequently removed. Fluoroscopic imaging confirmed the correct position of the plate and the unchanged position of the trochanter fragment. The surgical site was irrigated, and the joint was closed. Radiographs from initial surgery to postoperative were provided and confirm the reported event of screw migration. Based on the available information, the reported event can be confirmed. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp (B)(4). D10: item # unknown, unknown fitmore cup 54mm, lot # unknown. Item # unknown, unknown biolox delta head 36mm+12, lot # unknown. Item # unknown, unknown durasul inlay jj/36, lot # unknown. Item # unknown, unknown competitor stem 18 high offset, lot # unknown. Item # unknown, unknown 4x 3.5 cortical screws, lot # unknown, item # unknown, unknown 1x zimmer trofix trochanter fixation plate, small head, 235 mm, lot # unknown. G2: report source switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had a left total hip arthroplasty. Subsequently, the patient was revised approximately 1 year and 4 months post implantation due to pain and a revision of the stem, head, and liner approximately 11 years and 4 months post implantation due to a fractured femoral stem. Then a month later the patient required an open reduction internal fixation of the fractured trochanter fragment. Competitor cerclage cables and screws were replaced with zb plate and screws. Subsequently, three months after the last intervention the patient required removal of the proximal screw due to loosening and migration of the screw. During the procedure, the dorsal screw was also found loose but not fully backed out and was therefore also removed. The plate remained in the correct position and was left in place. Attempts have been made and additional information on the reported event is unavailable at this time.